Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. Access was obtained through the radial artery. The 90% stenosed lesion was located at a bifurcation in the moderately tortuous and severely calcified left anterior descending (lad) artery/circumflex (cx) artery. The lesion was predilated with a 2.5x15mm maverick balloon. The physician attempted to place the taxus express2 2.5x12mm drug eluting stent, but the stent would not advance. As the physician was pulling it back into the 6fr guide catheter, it embolized and migrated to the left main but remained on the wire. The physician attempted to retrieve it and it came off the wire and dislodged in the radial artery, where it remains. They were unable to retrieve the dislodged stent. The procedure was completed by placing 2 vision stents through the radial artery. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties experienced during the procedure could not be determined.